Event description:
It was reported that the patient presented in clinic. It was noted that their pacemaker showed a device cybersecurity alert that was pressed and caused the pacemaker to inappropriately go into backup mode. Programming changes were made to resolve the alert and reset the device. The patient was stable throughout.